Event description:
Customer emailed saalt on 9/29/2020 to explain that they had purchased 2 saalt cups. The customer chose to seek medical attention to have their cup removed by a doctor. Saalt requested additional information about the customer's experience. We asked if it was the first time the customer had used a menstrual cup, which type of cup they were using, how long the cup had been inserted prior to seeking help, order number, lot number on packaging, and a photo of the cup (9/29/2020). Customer responded on 10/19/2020 noting that she attempted to remove the cup right after waking up in the morning and was not able to pinch the base of the cup for removal. The cup had been inserted for about 7 hours when they removed the cup. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.